Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that approximately one day post implant of the right ventricular (rv) lead the patient presented due to device alert, that revealed rv defibrillator and pacing high impedance. Troubleshooting was performed; physician checked the lead connection and resolved the issue. The rv lead remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range, and the impedance on the rv defibrillation coil was beyond the expected upper range. Analyst commented, rv defibrillation impedance out of range since (B)(4)-2016. Rv pace impedance out of range since (B)(4)-2016.